Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of approximately 800 mg/dl. Customer did not recall details on treatment received, however, treatment provided resolved the reported issue, and the customer was released from the hospital 3 days later with no permanent damage. Reportedly, the cause for the event was due to intermittent occlusions. Customer changed the pump supplies to address the occlusions. Customer reverted to manual injections for insulin therapy.